Event description:
A customer reported the system displayed an error message and shut down during surgery. The customer restarted the system. The procedure was finished with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and confirmed system message (sm) [air / fluid module vit, frag, vacuum, scissors and vfi are not available - communication error] was verified in the system's event log. The company representative replaced the signal cable and the power cable. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were received for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).